Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 299 mg/dl. Prior to the event, the customer jumped into a pool. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.